Manufacturer narrative:
It is likely that MDR reports were filed at the time of the study, however, since we are unable to link patient names or model serial numbers, a manual medwatch report will be filed for this article. Attempts to identify patient's and or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
This event was created from a journal article in the journal of vascular surgery titled "duplex ultrasound imaging alone is sufficient for midterm endovascular aneurysm repair surveillance: a cost analysis study" (j vasc surg 2009). Article citation: brian r. Beeman, md, lynne m. Doctor, ba, kevin doerr, rvt, sandy mcafee-bennett, rvt, matthew j. Dougherty, md, and keith d. Calligaro, md. This article studied 199 patient who have undergone endovascular aneurysm repair (evar). Ten patients implanted with ancure endografts experienced endoleaks. There were 5 patient who experienced limb stenosis or kinks related to a graft issue, 2 of which were due to ancure grafts. Clinical observations noted: endoleaks (type I and type ii), growth of the aneurysm, and limb stenosis/kinks.